Event description:
The following was reported to kci by the nurse: on (B)(6) 2012, during a dressing change the nurse found what was allegedly v.a.c granufoam adhered to the wound bed. The same day the pt was admitted to the hospital where the alleged v.a.c granufoam was removed via sharp debridement. On (B)(6) 2012, the pt was discharged to home in good condition. The pt remains on v.a.c therapy.

Manufacturer narrative:
This report is being filed due to possible user error. Device labeling, available in print and online, states: consider placing a single layer, wide-meshed, non-adherent material prior to placement of the v.a.c. Granufoam dressing to potentially reduce future adherence, or consider more frequent dressing changes.